Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint was identified on review of the recorded call and is being reported because has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that this product issue caused or contributed to an adverse event.